Manufacturer narrative:
The distributor reported additional information on december 7, 2021. Customer's cgm (continuous glucose monitor) read blood glucose (bg) as "high" on customer's phone. Ketone level was moderate. Customer went to the hospital and was treated with an insulin injection. Ketone level was identified as not dangerous and there was no injury to the customer. Although requested customer's discharge date was not provided.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was reported as "high" (value not provided). The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On january 21, 2022, the additional information was received: customer's blood glucose (bg) was 25 mg/dl and ketone level was high. After 2 days, the customer was discharged from the emergency room on (B)(6) 2021. Elevated bg/ketones were resolved. Customer did not observe any issues with cartridge, insulin or infusion set. D11, h6: 2364 added.